Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Internal insulation abrasion breaching the re cable lumen and inner coil lumen were found at 9.8 ¿ 10.9 cm from the distal tip. The inner coil found exposed and one etfe coating was found abraded in this location. This is consistent with the observation from the field of oversensing noise. Internal insulation abrasion breaching the re cable lumen was found at 13.8 ¿ 14.1 cm from the distal tip. The inner coil lumen and the etfe coating were found intact in this location. External insulation abrasion breaching the rv and re cable lumens was found at 43.0 ¿ 43.3 cm from the distal tip consistent with friction to the device can. The inner coil lumen and the etfe coating were found intact in this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with non sustained oversensing episodes. Upon interrogation, it was noted that these episodes were for false signals on the pace senses channel. No intervention was made. The patient was stable.

Event description:
New information notes that the lead was explanted and replaced. The patient was discharged from lab with presumably stable vitals.